Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 50-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal pain and depression. Concomitant products included co-trimoxazole (bactrim), estrogens conjugated (premarin), fluoxetine hydrochloride (prozac) since 2009 and nitrofurantoin (macrobid) since 2010. On (B)(6) 2009, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced complication of device removal ("were you advised of any complications from essure removal procedure? Yes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), infection ("infection") and menorrhagia ("menorrhagia"). The patient was treated with ibuprofen, antibiotics and surgery (total hysterectomy (uterus and cervix removed). Essure (ess205) was removed in october 2009. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, vaginal infection, complication of device removal, bladder disorder, urinary tract disorder, migraine, headache, cystitis, urinary tract infection and infection outcome was unknown and the pelvic pain, vaginal haemorrhage, dyspareunia and menorrhagia was resolving. The reporter considered bladder disorder, complication of device removal, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 11-aug-2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs received. Treatment drug were added. Added event abnormal bleeding (menorrhagia). Updated outcome. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal pain, depression, paratubal cyst, low back pain, urination involuntary, coughing, sneezing, stress urinary incontinence, uterine prolapse, menometrorrhagia and hypothyroidism. Concomitant products included co-trimoxazole (bactrim), estrogens conjugated (premarin), fluoxetine hydrochloride (prozac) since 2009, levothyroxine sodium (synthroid) and nitrofurantoin (macrobid) since 2010. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced complication of device removal ("were you advised of any complications from essure removal procedure? Yes"). In 2011, the patient experienced urinary incontinence ("bladder problems: bladder leakage"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and infection ("infection"). The patient was treated with ibuprofen, antibiotics, surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2009. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, vaginal infection, complication of device removal, urinary incontinence, urinary tract disorder, migraine, headache, cystitis, urinary tract infection and infection outcome was unknown and the pelvic pain, vaginal haemorrhage, dyspareunia and menorrhagia was resolving. The reporter considered complication of device removal, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative ultrasound scan - on (B)(6) 2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received event bladder disorder updated to " bladder leakage" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 50-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal pain and depression. Concomitant products included co-trimoxazole (bactrim), estrogens conjugated (premarin), fluoxetine hydrochloride (prozac) since 2009 and nitrofurantoin (macrobid) since 2010. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced complication of device removal ("were you advised of any complications from essure removal procedure? Yes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and infection ("infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) () and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed in october 2009. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal infection, complication of device removal, bladder disorder, urinary tract disorder, migraine, headache, cystitis, urinary tract infection and infection outcome was unknown and the pelvic pain was resolving. The reporter considered bladder disorder, complication of device removal, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event abnormal bleeding (general), bladder problems, urinary problems, malposition of essure device, migraines, headaches, bladder infection, urinary tract infection, vaginal infection added. Concurrent condition,concomitant medication,reporter,event outcome added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), infection ("infection"), dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, vaginal haemorrhage, infection, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, infection, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.